Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the syringe to remove the foley catheter, the inner barrel slipped out of the outer barrel, likely due to excessive negative pressure, causing sterile water to spill out.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the syringe to remove the foley catheter, the inner barrel slipped out of the outer barrel, likely due to excessive negative pressure, causing sterile water to spill out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the syringe to remove the foley catheter, the inner barrel slipped out of the outer barrel, likely due to excessive negative pressure, causing sterile water to spill out.